Event description:
Pt brought to or for c-section was positioned for spinal anesthesia. Pt remained still and in position - sitting on edge of or table - during placement of spinal with minimal manipulation of needle when dr removed spinal needle when dr. Removed spinal needle to reattempt insertion of 3 cm portion of needle missing. Pt will be coming in to remove needle.